Manufacturer narrative:
This device is classified as import for export; therefore, 510k is not applicable. Model: ec34-i10l-us is available in the USA with a 510k number: k131855. The product was returned to pentax medical for repair. We checked the returned unit and confirmed that the ccd drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd drive pcb. In addition, we confirmed that the electrical pin connector fluid damage, the lg connector fluid damage, the suction channel buckled, the nozzle gluing missing, the bending rubber leak, the objective lens scratched, and the r/l lock knob improper adjustment; however, they are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (fluid damage).